Event description:
It was reported that the patient underwent a revision surgery via plf to remove the implants due to post op infection. The revision surgery was completed without any incident. The patient went home with the explants. However, beginning of (B)(6), the patient found one of the explanted screws had been chipped. The surgeon examined the patient's post op x-rays again, and he confirmed that there was no fragment in the patient.

Manufacturer narrative:
(B)(4). The devices that were implanted part# g75446545, lot h10k0445, expiration date 11/02/2018; lot h10h0136, expiration date 07/18/2018; lot h10k0445, expiration date: 11/02/2018; part g75446550, lot h09h2422, expiration date 09/17/2017; h09h2424, expiration date 08/18/2017; lot h09m0481, expiration date 02/11/2018; lot h10b3652, expiration date 04/05/2018. These parts are not approved for use in the united states; however a like device catalog # 75446545 and 75446550, 510k # k042025 was cleared in the united states. The manufacture date for part# g75446545, lot h10k0445 is 11/11/2009; lot h10h0136 is 07/18/2010; lot h10k0445 is 11/02/2010; the manufacture date for part# g75446550 lot h09h2422 is 09/17/2009; h09h2424 is 08/18/2009; lot h09m0481 is 02/11/2010; lot h10b3652 is 04/05/2010. The implants are provided sterile. The sterilization certification for these lots are reviewed, no documentation was found that would indicate a non-conformance to specifications. We do not believe that the reported infection is associated with the implants. We are reporting this MDR for notification purposes.